Manufacturer narrative:
A partial lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.